Event description:
A malfunction alarm occurred during the pump's loading process. The customer declined to disclose whether their blood glucose level exceeded 500 mg/dl. Technical support assisted the customer in properly loading a new cartridge, allowing them to successfully resume insulin therapy.